Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3888-45 lot# v045799 serial# implanted: (B)(6) 2007 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the leads that were not being used had high impedance. Four high impedances were discovered on the lead and was not sure when it occurred. The factors that may have led or contributed to the issue remains unknown. Interventions/actions taken to resolve the issue was not performed. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# v045799, implanted: (B)(6) 2007, product type: lead.

Event description:
It was reported that the patient was not using thee electrodes to attain symptoms relief thus there were no symptoms reported. Multiple impedance checks were performed to ensure accuracy. The cause of the high impedances were not determined. The high impedance issues had not been resolved directly but the patient had not been using the electrodes to attain symptom relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.